Manufacturer narrative:
The customer advised physio-control that they performed testing on the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the end user for use. The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device was unable to deliver defibrillation energy. The customer did not provide any additional information regarding the reported issue. There was no patient use associated with the reported issue.